Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states they had button error alarm. The customer's blood glucose level at the time of incident was 429mg/dl. The customer treated the high with the pump. Troubleshoot was conducted. The customer was advised the pump would be replaced and returned for analysis.

Manufacturer narrative:
The pump was received with intermittent button response due to corroded keypad traces. No button error alarms during testing noted. The pump passed all functional testing, including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. The pump was received with normal operating currents and passed the self test, unexpected restart and off no power test. No moisture damage was found on the electronics, motor, battery tube and vibrator assembly. The pump was received with minor scratches on the lcd window, a cracked case at the display window corners, a cracked belt clip slot, cracked battery tube threads and a cracked reservoir tube lip.